Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire had the insulation cut, exposing the wires, which have frayed slightly. No signs of charring or arcing on the yaw pulley. Did not observe any burs or sharp edges on the distal clevis which may have damaged conductor. Engineering also observed scraping on the distal end of the main tube were material had been removed. No other damage found.

Event description:
It was reported that the wires were exposed and frayed on the maryland bipolar forceps instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.